Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip cover accessory and completed the failure analysis. The tip cover was analyzed and found to have tearing at the mouth on the distal end. Tears are axially aligned with the tip cover and measures 0.065¿ in length. There are no signs of thermal damage present at the end of the tear. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant nipple sparing mastectomy surgical procedure, there was a crack on the monopolar curved scissors (mcs) tip cover accessory. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: during the operation, the mcs tip cover was observed to have a fracture. It was immediately removed from the patient and inspected. On inspection, no pieces were missing. No fragments fell into the patient. It was replaced with a new cover and the operation was completed. There was no harm or injury to the patient. The procedure was completed robotically. There was no arcing observed.